Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had barcode scanning issue. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's barcode scanner had failed. The customer stated that the device will not open the pockets for the medications. The field service engineer (fse) replaced the barcode scanner, but it was not communicating. The fse disabled the network printer and rebooted the station to complete updates. After replacing the communication sled and rebooting, there were still port setting issues. The usb functions for the honeywell scanner did not work correctly. The fse replaced the hard drive, reimaged the device, and created a new hard drive for it. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had barcode scanning issue. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.